Event description:
Reporter stated that patient had been receiving elevated blood glucose readings (186 - 283 mg/dl), for the past 24 hours. Patient began feeling faint, and was taken to the emergency room. Reporter stated that, 45 minutes after arriving at the hospital, patient's blood glucose measured 64 mg/dl (on hospital meter). Patient was given apple juice to elevate blood glucose. Controls were not run on the system. A request was made for the return of the suspect product and replacement product was sent.